Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported sutures came out of the anatomy could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Relevant test/laboratory data.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide referenced in b5 is filed under a separate medwatch report number.na

Event description:
It was reported that a serious hematoma was noticed before the proglide preclose technique was used. Suture placement in the right common femoral artery was achieved with two proglide devices via 6f and 8f sheath using the preclose technique prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, the sheath was upsized to a 24f sheath and the taa procedure was complete. During closure of the access site, both proglide sutures came out of the anatomy and had not captured the vessel wall. Surgery was used to treat the hematoma and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the proglide devices. No additional information was provided.